Event description:
The account generated a false negative architect total bhcg (<3.0 miu/ml) result on a patient who was bhcg positive (890 miu/ml) 48 hours earlier. The specimen was repeated with an architect total bhcg positive (1500 miu/ml) result. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.